Event description:
It was reported by the customer the cs300 intra-aortic balloon pump (iabp) alarmed while on a patient. Patient information is currently unknown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. Additional contact information : (B)(6). A getinge field service technician attempted to reproduce the problem stated by the user but was not able to duplicate any alarms. The customer stated the user said they had low pressure alarms, but fst was not able to find any alarms logged in the unit. Fst performed a full functional check and calibration, unit passed all test.fst left the unit running overnight to try and duplicate but unit ran fine without any issues. Unit is now ready for clinical use.

Event description:
N/a.